Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed error message codes "status 41", "status 61", "status 93", and "status 110" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.